Event description:
Complainant alleged that during functional testing, the device would not power up and the device smoked. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has rec'd the product and will be providing a f/u report when our investigation is completed.